Event description:
Caller reported a malfunction on the pump with an indication of malf 12, but no notable events preceded the issue. Blood glucose level was not adversely affected as it did not exceed 500 mg/dl. Technical support helped the caller reset the pump, successfully resolving the malfunction with no recurrence. Customer was advised to contact support if the malfunction reappears and was able to continue using the pump.